Event description:
On 01-sep-2023, the company received mw5144767 from the FDA. According to medwatch report mw5144767, the description of the event is as follows: "patient is on a remodulin pump that had failed and she was having pah and lupus symptoms - she was admitted through the emergency room 2-3 weeks ago and was hospitalized for 6 days." Millyard advanced medical products, llc has investigated this reported event and no matching record exists in the company's database. It could not be confirmed that the product identified in mw5144767 was manufactured by millyard. A complaint has subsequently been created for this reported event, solely based on the information provided on the medwatch form. Despite no confirmation that millyard manufactured the product, this issue is being reported out of an abundance of caution.